Event description:
Pt admitted 6/02 with pseudoaneurysm of aortic bifurcation with severe chronic obstructive pulmonary disease and oxygen dependency. Seen pre-op by cardiology and felt adequate for surgery. Plan was to carry this procedure out under endovascular technique. Possibility of open procedure discussed with pt and family. Epidural anesthesia was to be considered. Pre-op clearance obtained by pulmonologist as well as primary care provider. Oxygen dependent. On chronic prednisone and pre-op IV solumedrol was to be considered. Dvt prophylaxis considered. Unilateral graft to be considered. Impression: 4cm pseudoaneurysm. Plan unilateral endovascular repair with femoral/femoral cross over and possible open procedure. On the day of the event, underwent following: attempted endovascular repair via left femoral approach, open conversion. Conclusion: unsuccessful attempted endograft replacement of pseudoaneurysm in the distal aorta. Pt became hypotensive during procedure and elected to proceed with open conversion. Operating room: left iliac endarterectomy and exploratory lap. During operative procedure, unsuccessful code 99 occurred and pt expired at 1350 hours in operating room. Documented ebl 5000 plus on intraoperative notes. Post mortem exam done and showed no leak, graft good, cardiac death.